Event description:
A power source alert was reported by the caller while using the tandem charging cable and wall adaptor. It was confirmed that there was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source.